Manufacturer narrative:
Getinge became aware of an incident with one of our mobile tables - 143302b0 - yuno 2 EU with autodrive. As it was stated, the surgeon was unhappy with the outcome of the left hip replacement. According to customer allegation, no unintended movement occurred, however, the patient position changed. The patient was anesthetized and there was a delay in the surgery. No injury of the patient has been reported. Initially, we decided to report the issue due to the limited information based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. According to additional clarification provided by the getinge technician, no malfunction of the table occurred. It was possible to determine that no issue related to operating table could be found, therefore, the incident investigated herein was reassessed as not safety and risk related. The scenario described in the record is considered as non-reportable. It was established that when the event occurred the device was up to the manufacturer specification. The device was being used for patient treatment, however, it did not contribute to the reported incident. Further training on correct use of the table was provided to assist the hospital and the surgeon. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 19th february 2024, getinge became aware of an issue with one of our mobile tables - 143302b0 - yuno 2 EU with autodrive. On 23rd february 2024, additional details regarding the incident were provided. As it was stated, the surgeon was unhappy with the outcome of the left hip replacement. According to customer allegation, no unintended movement occurred, however, the patient position changed. The patient was anesthetized and there was a delay in the surgery. The provided information suggests that there was no malfunction of the table. To date no injury of the patient has been reported. We decided to report the issue due to the limited information based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 19th february 2024, getinge became aware of an incident with one of our mobile tables - 143302b0 - yuno 2 EU with autodrive. On 23rd february 2024, additional details regarding the incident were provided. As it was stated, the surgeon was unhappy with the outcome of the left hip replacement. According to customer allegation, no unintended movement occurred, however, the patient position changed. The patient was anesthetized and there was a delay in the surgery. No injury of the patient has been reported. We decided to report the issue due to the limited information based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Additional information provided by getinge employee indicated that no malfunction of the table occurred. Further training on correct use of the table was provided to assist the hospital and the surgeon. Based on additional input it was possible to determine that no issue related to operating table could be found, therefore, the incident investigated herein was reassessed as not safety and risk related. The scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: use of device problem///1670. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189.

Event description:
On 19th february 2024, getinge became aware of an incident with one of our mobile tables - 143302b0 - yuno 2 EU with autodrive. On 23rd february 2024, additional details regarding the incident were provided. As it was stated, the surgeon was unhappy with the outcome of the left hip replacement. According to customer allegation, no unintended movement occurred, however, the patient position changed. The patient was anesthetized and there was a delay in the surgery. No injury of the patient has been reported. We decided to report the issue due to the limited information based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Additional information provided by getinge employee indicated that no malfunction of the table occurred. Further training on correct use of the table was provided to assist the hospital and the surgeon. Based on additional input it was possible to determine that no issue related to operating table could be found, therefore, the incident investigated herein was reassessed as not safety and risk related. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6) hospital.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of our mobile tables - 143302b0 - yuno 2 EU with autodrive. On (B)(6) 2024, additional details regarding the incident were provided. As it was stated, the surgeon was unhappy with the outcome of the left hip replacement. According to customer allegation, no unintended movement occurred, however, the patient position changed. The patient was anesthetized and there was a delay in the surgery. The provided information suggests that there was no malfunction of the table. To date no injury of the patient has been reported. We decided to report the issue due to the limited information based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.